Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age 32 & gender unknown), the device was unable to obtain an ECG signal via electrode pads. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. An internal inspection resulted in no findings. The multi-function cable (mfc) and defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log showed occurrences of charges without discharging and is due to lead faults. The device charges in a lead fault state, it displays prompts such as "defib lead fault" and "pads/paddles lead fault" in the ribbon banner. The only "pads on" recognition in the log occurred when the shorting plug was attached. Once the short was removed, valid patient impedance was never obtained. No trend is associated with reports of this type.